Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they received a no delivery alarm. Customer declined to provide blood glucose level. Troubleshooting was not completed for the no delivery alarm. It was also reported that the customer had issues with shortened battery life and buttons that were hard to press or were sticky. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.